Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on radius assessed as surgical damage and observed a delamination total of the valve (cohesive failure). Additional observations: white particles observed inside the device. Split in patch area, assessed as a workmanship. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.